Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a unknown sized type b aortic dissection. It was reported when the patient returned for follow-up 6 weeks later, a CT was performed which revealed false lumen filling. As per the physician the cause of the event is disease progression. No additional clinical sequalae were provided and the patient will be monitored.